Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 12feb2019. The customer returned the touchscreen to philips for analysis. Testing revealed that the touchscreen resistance ratio was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 09jan2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device has returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.